Event description:
The hospital reported that the issue occurred during the preparation phase before central anastomosis. When loading the proximal seal into the delivery system, it did not roll properly, resulting in insufficient filling. The seal failed to load properly. When inserted in step 2 and released in step 3, it did not curl up properly inside the tube. This occurred before the central anastomosis procedure. The seal did not deploy from the loading device. Opening and using a second seal allowed for successful seal filling without any problems. Central anastomosis was completed without issue. There was no impact on the patient.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.